Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized since (B)(6) 2024 for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2024 the patient went to the emergency room (ER) for a reported fever (no value provided). The patient¿s fever began a few days prior to going to the emergency room. The patient had also undergone an unspecified cardiac procedure a few days prior to the emergency room (no date provided). The patient was diagnosed with peritonitis and admitted to the hospital from the emergency room on (B)(6) 2024. The only documentation available from the hospital is the culture resulted positive for gram-negative rods (no organism was documented). The patient was expected to be discharged on (B)(6) 2024. No information pertaining to antibiotic therapy was available. The cause of the peritonitis is not confirmed. The patient did not report any cassette leak or other issue with any fresenius products. No further information was available.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a final culture result with organism identification was not available, the hospital documentation identified the peritonitis to be gram-negative rods (bacilli). Gam-negative bacilli are commensal organisms present among normal intestinal flora. These commensal organisms plus others from animal or environmental reservoirs may cause disease. A cause of the peritonitis was not confirmed, but the patient did undergo an unspecified cardiac procedure a few days prior to the start of symptoms. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized since (B)(6) 2024 for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2024 the patient went to the emergency room (ER) for a reported fever (no value provided). The patient¿s fever began a few days prior to going to the ER. The patient had also undergone an unspecified cardiac procedure a few days prior to the ER (no date provided). The patient was diagnosed with peritonitis and admitted to the hospital from the ER on (B)(6) 2024. The only documentation available from the hospital is the culture resulted positive for gram-negative rods (no organism was documented). The patient was expected to be discharged on (B)(6) 2024. No information pertaining to antibiotic therapy was available. The cause of the peritonitis is not confirmed. The patient did not report any cassette leak or other issue with any fresenius products. No further information was available.